Event description:
Rep reported by phone that customer advised that patients have returned with necrotizing fasciaitis or granuloma. Patient was returned to the or for reoperation to debride and repair insicion. Pt has recovered.